Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported event of shortness of breath. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During medical record review for a related event on (B)(6) 2014, it was noted on (B)(6) 2014, the pt became clammy, nauseated with shortness of breath shortly after treatment initiation. The pt was given 4l 02, her blood was returned and emergency medical services was called. The pt was transported to the hospital emergency room (ER) via ambulance but was not admitted. Discharge diagnosis was listed as shortness of breath - unclear etiology. She returned to dialysis the following day, (B)(6) 2014 and experienced the same symptoms followed by becoming unresponsive. She was admitted to the hospital and the dialyzer was changed. Follow up with the dialysis facility charge nurse was accomplished. According to the charge nurse, the pt's symptoms resolved with the change in dialyzer and the pt continues on hemodialysis. The sample was discarded.

Manufacturer narrative:
Based on the medical records the manufacturer received for review, it appears the patient became short of breath, nauseated and clammy during her hemodialysis treatment. The patient was being treated with the 180nre dialyzer. She had only completed 17 minutes of dialysis when the aforementioned symptoms occurred. The staff provided medical intervention and she was sent to the emergency room via ambulance. A cardiac workup was unremarkable and the patient was discharged. She was scheduled to have 2 hours of additional hemodialysis on (B)(6) 2014. During that treatment, she experienced similar symptoms and was hospitalized. There is no documentation in the medical record that indicates there is a causal relationship between the patient's symptoms and the optiflux 180nre dialyzer. There is no documentation in the medical record that indicates the patient has an allergy to the optiflux 180nre dialyzer. The reported complaint is not confirmed. The complainant facility was not able to return the complaint sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production record (bpr) was performed for each lot with catalog number 0500318e that was delivered to the complaint in the previous 3 months to the complaint event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.